Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screwdrivers: shafts/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) surgery for proximal humeral fracture, the surgeon placed an unknown plate using a philos aim-device. After an insertion of the screws into the plate was completed, the surgeon tried to remove an aim-device from the plate. However, the hexagonal recess on an attachment screw of the aim-device had already worn away at that time. Consequently, it became hard to remove the attachment screw from an aim-device. Then, the surgeon tried to use an unknown two (2) loaner screwdriver shafts and one (1) screwdriver shaft possessed by the hospital, but still, the screw could not be removed due to the tip of the screwdrivers could not be engaged with the hexagonal recess on the attachment screw. Moreover, the surgeon tried various ways such as hammering, inserting a piece of aluminum foil into the recess and using an unknown extraction screw but did not succeed. Finally, the surgeon broke the screw using an unknown carbide drill, then, removed the aim-device and the remaining piece of the broken screw was removed using an unknown pliers. The surgery was completed with a 30 minutes delay. There was no adverse consequence to the patient. The surgeon commended that the tip of the loaner driver shaft might have worn away. Patient status is unknown.  Concomitant devices reported: unknown screwdriver shaft (part # unknown, lot # unknown, quantity 1), unknown plate (part # unknown, lot # unknown, quantity of 1), unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device this report is for one unk - screwdrivers: shafts. This report is 1 of 1 for (B)(4).